Event description:
It was reported that during a lap gyn procedure, the top seal was removed and the sponge dislodged the inner seal causing it to fall into the patient's abdomen. The surgeon was unaware the piece fell into the patient. There was bleeding and the surgeon had to convert to a laparotomy and that is when the piece was found in the patient. The piece was retrieved. The doctor indicated that the conversion to a laparotomy had taken place prior to the issue with the trocar due to difficulty with the anatomy and exposure issues. The trocar was a contributing factor but not the only reason the laparotomy was performed. No other change in postop care.

Manufacturer narrative:
Information anticipated, but unavailable at this time.